Event description:
It was reported that the spider 2 tenet stopped working; 2 batteries were replaced but it would still not work. No patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no complaint related issues were observed. A functional evaluation revealed that the hydraulic pump motor was inoperable. The pre-pressure test jig was used to bypass the unit's pcb and fuse. The unit's pump motor still would not engage when driven directly by the pre-pressure test jig. This eliminated the pcb and fuse as the root cause. The pump motors brushes were then removed and examined and there were no issues with them. The complaint is confirmed and the root cause has been determined to be an open electrical circuit within the hydraulic pump motor. Manufacturing records show that the device was released to distribution as a service replacement in (B)(4) 2015. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.